Event description:
Medtronic received information via literature regarding one japanese medical center¿s longitudinal experience with mechanical heart valve replacements. All data were collected from a single center between september 1993 and march 2008. The study population included 238 patients who were predominantly male with a mean age of 57 years. All patients were implanted with a medtronic ats mechanical valve in the aortic and/or mitral position. No unique device identifier numbers were provided. Among all patients, there were five early deaths occurred and 25 later deaths during follow-up. Multiple causes of death were noted and autopsies were performed in many cases. The article noted no valve-related complications were discovered during autopsy nor by echocardiographic studies performed prior to the deaths. However, valve-related mortality was attributed to six patients, including one patient with a paravalvular leak (pvl), three patients expiring from cerebral hemorrhages/infarcts and two patients experiencing sudden death. Based on the available information medtronic product may have been associated with those six deaths. Among all patients, adverse events included: paravalvular leak (pvl), requiring re-operation; cerebral infarctions with paresis in one case; transient ischemic attack (tia); left atrial thromboses, requiring re-operation with mechanical thrombectomy and intravenous (IV) thrombolytic therapy. Based on the available information medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Citation: sezai a.; et al. Fifteen years of experience with ats mechanical heart valve prostheses. J thorac cardiovasc surg 2010 jun ;139(6):1494-1500. Pmid: 19744673. Available ahead of print sept 11, 2009. Earliest date of publication used for date of event. Medtronic products referenced: ats mechanical valve (PMA# p990046, product code: lwq). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.